Event description:
It is reported that within the last two weeks a patient experienced a pressure ulcer on the calf area while using fms. There is no further information available at this time regarding the treatment provided to the patient or the relationship between the event and the device.

Manufacturer narrative:
Based on the available information , this event is deemed to be a serious injury. Standard of care dictates that it is up to the practitioner to ensure that patients are turned and positioned and monitored to prevent pressure sores. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.